Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/11/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Test transmitter voltage: fail. Performed share log review and found loss of connection gap. The customer complaint was confirmed because the transmitter log displays a loss of connection gap. A root cause could not be determined.